Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient feels an "uncomfortable sensation in the mid-sternum" and noted that it was not felt at all times. The patient and physician associate the sensation with ventricular pacing. The physician has lowered the output voltage for the right ventricular lead, extended the av delay, and enabled the minimal ventricular pacing (mvp) feature. A treatmill test was also performed and although ventricular pacing was occurring, the patiend did not feel the sensation at that time. The patient and physician will continue working together and the lead remains in use. No further patient complications have been reported as a result of this event.